Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff did not inflate during pre-test. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed and it was observed the cuff did not inflate. A visual inspection was performed and it was observed the tube had mispositioned notches which causes the cuff to not inflate. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.